Event description:
States the calf pad hardware on each side is bent as well as the support assembly each side. Dealer also stated the center shroud was cracked.

Manufacturer narrative:
(B)(4). Lts event is likely to cause or contribute to a death, serious injury, or user ill effect since...